Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was placed within the patient's heart, but would not get a signal, despite multiple different attempts at connection. The lead was removed, and a new lead was implanted, which displayed a signal. No patient complications have been reported as a result of this event.